Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. D4- the UDI is not known as the part and lot number were not provided. Attachment article titled: "validation of the varc-3 technical success definition in patients undergoing tavr."

Event description:
This article aims to investigate the rates, predictors and prognostic impact of technical success in patients undergoing transcatheter aortic valve replacement (tavr). The article concludes that the valve academic research consortium-3 (varc-3) technical success may represent a useful endpoint to assess iterations of future tavr devices in clinical trials. The study was performed between march 2012 and december 2019. The proglide device was used in 991 patients, with 65 patients having a technical failure. The prostar device was used in 310 patients, with 82 patients having a technical failure. There were no specific device malfunctions reported; however, the following adverse patient effects were mentioned to be related to the use of both proglide and prostar devices: vessel rupture, dissection, stenosis and procedural death. Treatment included: additional closure device, pti, surgical bailout, and surgical cut-down. Specific patient information is document as unknown. Details are listed in the attached article, "validation of the varc-3 technical success definition in patients undergoing tavr."

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effects of perforation of vessels, stenosis, vascular dissection, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A death was reported unrelated to the reported adverse patient effects. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.